Manufacturer narrative:
The device has not been explanted as of this date and therefore could not be evaluated. No additional information has been provided. Review of the device history record did not find any design or manufacturing defects. Trend analysis found 6 cases of implant fracture and all event occurred within a previously identified higher risk patient subgroup characterized by specific geometric and loading conditions. No fractures have been observed outside of this subgroup.

Event description:
On april 3, 2026 the company received notification from the surgeon that one of his patients experienced a device failure. According to the information reported, the patient experienced failure while performing a routine activity, specifically while walking through a mall. The reported failure mode indicates that the shaft of the transfemoral bone anchored implant fractured at its base, resulting in separation of the implant from the distal portion. We are not aware of any patient injury or permanent functional impairment as a result of this event. However, the patient is scheduled for explantation surgery. No additional information has been provided concerning the explant surgery or subsequent clinical management or patient outcome.